Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported unit is unable to boot up. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician stated the customer repaired the device without providing repair information. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.